Event description:
Medtronic received a report that while advancing the apollo catheter through external carotid artery (eca) to internal maxillary artery (imax), the tip of the apollo became detached. There was tip premature detachment. There was no friction or difficulty during injection. The tip is in the patient. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This was not during onyx injection. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for middle meningeal artery embolization treatment. It was noted the patient's vessel tortuosity was moderate. The access vessel was the eca with a diameter of 4mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.